Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose was low (value not provided) and the customer had a seizure. Emergency medical technicians were called and treated the customer with glucose. Customer was not transported to the emergency room/hospital. Bg level returned to normal range. Customer alleged the event was caused by the pump. Customer declined tandem technical support's offer to review the pump data to determine a possible cause of the event. Customer subsequently reverted to using manual injections for insulin therapy.